Event description:
Patient received vf therapy when the device was in a monitoring zone. All intervals start to be counted as vf intervals even with a vt interval. The device remains implanted.

Manufacturer narrative:
No medwatch form was received.